Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient implanted with the light adjustable lens+ (lal+, sn: (B)(6), +23.5d) was diagnosed with acute uveitis following the first light treatment. The patient was treated and received two additional light adjustments following resolution despite a minimal reduction in best corrected visual acuity. The lens was explanted due to blurry vision and the patient's dissatisfaction with the chosen refractive target.